Event description:
It was reported that an occlusion alarm occurred, and the specific alarm number could not be verified in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to perform a series of actions to address the issue, including disconnecting tubing and delivering a bolus, but the occlusion alarm recurred. The patient changed their infusion set supplies and no additional occlusions occurred.